Manufacturer narrative:
Investigation summary: no customer samples were submitted, however bd (B)(4) indicated on 21 oct 16 that it was confirmed that the sleeve was trapped in the stopper of terumo tube. Retain samples were evaluated and the defect was not confirmed. The complaint is related to the use of terumo tubes which is not compatible with btd product. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design is some rare case can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Root cause description: based on the investigation, the root cause / potential root cause for the sleeve breaking off during use was determined to be use of terumo tubes, which are not compatible with btd product. Refer to investigation child task for additional detail.

Event description:
It was reported that the cap was broken on a bd vacutainer® blood transfer device holder with pre-attached multiple sample female luer adapter. No injury or medical intervention reported.